Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 505 mg/dl after 30 minutes it was 246 mg/dl without taking bolus. Customer stated that was getting huge difference with sensor values. No information about auto mode was given. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.